Event description:
Subject used ciba vision's "clear care" contact lens solution to soak lens overnight, then rinsed and placed into eye. Immediately had intense burning and pain and screamed as eye shut tightly, required rinsing for 15 minutes which was difficult because of eyelid spasms. Had corneal burns which required patching and pain medication for 24 hours to allow cornea to heal. The internet reports numerous similar events with this product. This product was sent along with the contact lenses and was assumed safe to use. Dates of use: (B)(6) 2011.